Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a missing screw. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a missing screw. To correct the condition, the screw tap 4 was replaced. If any additional information is received, a follow up MDR will be sent.